Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07dec2020.

Event description:
The customer reported that the unit alarmed pressure sensor autozero failed during use. The customer contacted product support and reported 1109 error in the significant event logs. Product support advised the customer per the service manual to verify the pin alignment from the solenoids to the data acquisition (da) pcb. Product support advised the customer of a suspected sol 2 and sol 4, if not (da) pcb and provided part ID. The customer reported that the unit was in use on a patient, but there was no patient harm reported.

Manufacturer narrative:
Date of manufacturer: 19apr2021. Date of this report: (B)(6) 2021. Product support advised the customer of a suspected sol 2 and sol 4, if not (da) pcb and provided part ID for data acquisition board and solenoid valve. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.